Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the cath lab for a pacemaker implant. The patient had an extensive medical history and was said to be frail. The ventricular lead was successfully placed. During placement of the atrial lead the patient coded. The hospital staff attempted to resuscitate the patient but the patient expired. The physician stated that the cause of the code was pulseless electrical activity. The physician does not allege any complaint on the leads nor did it cause or contributed to the expiration of the patient. Related manufacturer reference number: 2017865-2020-06473.